Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information stated that the mpu had a v-lock connector on the alternating current (ac) power cord at the time of the event. The ac power cord did not come loose at the wall outlet or from the back of the unit. There were not any environmental circumstances that would have affected ac power at the time of the event. The mpu was not removed from service.

Event description:
It was reported that patient had a low voltage alarm at 4:27 am followed by no external power, then another low voltage. The patient said this was when they usually switched power sources but did not recall hearing an alarm. In log files, a no external power event was recorded on 13sep2024 at 4:27:21 while connected to mobile power unit (mpu) power.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and low voltage hazard alarms was confirmed via the submitted log file. The reported event date 13sep2024 was reviewed, and the log file captured a brief no external power and low voltage hazard alarms on (B)(6) 2024 from 04:27:25 to 04:27:28. The issue captured is consistent with temporary losses of ac power while connected to the mpu. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. The alarms were resolved when external power was restored to the controller. The pump maintained a speed above the low speed limit throughout the log file. No other notable alarms were active in the log file. Additional information provided stated that there were no environmental circumstances that would have affected ac power at the time of the event. It was also stated that the mobile power unit has a v-lock connector and was not loose at the ac outlet during the time of the event. The root cause of the reported event could not be determined off the information provided. The device history record for the mobile power unit (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.